Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery - atrioventricular branch. A 15mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was difficult to cross the lesion, but a guide extension was used, and it was able to cross the lesion. However, the balloon was ruptured when the pressure was increased up to 6 atmospheres. Both wolverine and non-boston scientific guide extension were pulled out. The procedure was completed with another of the same device. There were no patient complications reported post procedure.